Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received a ¿charge now¿ alert and the pump did not charge despite being placed on the charger overnight; the device later powered on during the call and began charging, after which the user reconnected and the battery reached approximately 50%. Symptoms included hyperglycemia with a blood glucose of 339 mg/dl; the user reported no ketones and did not initiate backup therapy. Outcomes included temporary interruption of automated insulin delivery that resolved once charging resumed and the pump was reconnected. Investigation included review of device logs and user confirmation of correct charging setup and outlet changes. Investigation of this case revealed no charge-related anomalies in the logs and no reported charger damage or moisture, while the device subsequently accepted charge and functioned, suggesting an intermittent charging issue not reproducible during review. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.